Event description:
It was reported that t:slim x2 pump battery would not charge despite use of approved charging cable, wall adapter, and working outlet, and no low power or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for an extended period, pump began charging successfully, and no further assistance was required.